Manufacturer narrative:
Findings: pump received with normal operating currents. Pump was monitored and noun expected failed battery test or weak battery alarms occurred during testing. Pump received with corroded battery tube, cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The patient's blood glucose level was 139 mg/dl at the time of the call. The customer was stated that a new battery cap did not resolve the issue. The call was disconnected before any further information was taken. The customer did return the device for analysis.